Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8,d9(date returned to mfg),h3,h4,h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of the charged coupled device (r-unit). A root cause could not be identified. Based on the results of the investigation, it is likely that a charged coupled device (r-unit) failure led to the 'green dots in the monitor 'malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device has green dots on the monitor. The problem occurred, during a routine inspection. There were no reports of patient involvement.